Manufacturer narrative:
Insulin pump received with no up and down button response due to locked keypad connector on lcd board. Unable to perform rewind and basic occlusion, occlusion, prime and excessive no delivery and displacement test due to no up and down button response. Insulin pump received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the up button on the insulin pump was unresponsive and they were unable to navigate through the screens. Mother stated that they changed the insulin site and the blood glucose readings are still running high and are unable to get them under 200 mg/dl. Troubleshooting was performed and the drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 400 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.